Manufacturer narrative:
Information was received from a foreign source who is not required to complete form 3500a. (B)(4). This report will be amended when our investigation is complete.

Event description:
It is reported that when opening the tibial component, it was noticed that the plastic bag was missing. The surgeon decided to complete the surgery with another tibial component.